Event description:
Procedure was performed in the netherlands on the sfa. The pt had a sfa occlusion of 9-18cm proximal to patella in the distal sfa. The physician decided to place a 100mm protege everflex stent without predilation. Right after the placement of the stent it appeared that the stent was twisted in the sfa. The physician did not elongate or twist the stent during placement. He had to prolong the stent with another stent. He post-dilated the stent with a pta balloon, but the protege everflex remained twisted. No injury to the pt reported.